Manufacturer narrative:
Approximate age of device - 6 years, 9 months. The device was not returned for evaluation. A correlation between the device and the reported infection could not be conclusively determined. The instructions for use lists percutaneous infection and pocket infection as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2009. It was reported that support was withdrawn due to infection, and the patient expired on (B)(6) 2015. The patient reportedly had a percutaneous lead/pump pocket infection for several years. The exact date of the onset of infection was not provided. It was reported that the infection was resistant and there were no antibiotics to treat the infection. As the patient was not a surgical candidate, support was withdrawn per the patient's wishes. It was reported that there were no pump issues.